Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015, the patient underwent a bronchial thermoplasty treatment to the lungs. It was reported that the patient was intubated as part of the hospital's protocol for performing bronchial thermoplasty. No issues were noted with the device. According to the complainant, on the evening following the procedure, the physician received a call from the hospital staff informing him that the patient was spitting up blood. The physician went to the hospital to check on the patient, and upon arrival, the patient told the physician that she was vomiting blood. The physician called in a gastrointestinal specialist (gi), who then examined the patient endoscopically. The physicians found "a lot of blood in her stomach", but could not find the source of the bleeding. An ear-nose-throat specialist (ent) was called in to examine the patient, but could not find the source of the bleeding either. The ear-nose-throat specialist stated that the bleeding may have come from the soft palate, which could have resulted from the intubation process. The treating physician stated that he did not believe the bleeding was caused by the bronchial thermoplasty, but was more likely a complication from the intubation process. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.